Event description:
It was reported that the patient presented for a generator change due to end of service. The patient had been lost to follow-up. During the procedure, the right ventricular (rv) lead was found to have high thresholds with out-of-range pacing impedance. The physician elected to cap and replace the rv lead. The patient did not experience any symptoms due to the loss of capture. The patient was not dependent and was stable before and after the procedure.